Event description:
It was reported that the insulin pump alarmed and then went blank. The reported blood glucose reading was 140 mg/dl. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the electronic assembly, the motor, and the battery tube.